Event description:
It was reported that the patient had the inflatable penile prosthesis explanted as it stopped working approximately one month ago. Upon explantation, a large tear was discovered in left cylinder when the physician inflated prosthesis and fluid came out of tear in left cylinder. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.